Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with a disconnect cap. Visual inspection was performed using naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, and clamp function test with no issues noted. The reported problem of a leak from between the mainbody and female connector of the transfer set was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking between the dark blue and the light blue sections. There was no report of patient injury or medical intervention associated with this event. No additional information is available.